Manufacturer narrative:
Manufacturing date is noted as march of 2020. Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient with an implanted xen 45 gel stent in the left eye experienced high intraocular pressure was then underwent a procedure that "started out to be a revision, but, turned out to be ex-planted and a new xen implanted" because the implanted xen was noted to be "totally collapsed".